Event description:
It was reported by the patient's neurologist that the patient passed away due to an unknown reason the week before thanksgiving. The physician did not know the exact date of death. An obituary search was performed; however, no information regarding the circumstances of the patient's death was found. The physician stated the patient's death was possibly related to seizure activity as the patient was known to be non-compliant with antiepileptic drugs and vns follow up; however, the physician indicated he cannot provide a definitive assessment as he does not have any additional information regarding the patient's death. No additional relevant information has been received to date.